Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they were hoping to set an appointment with their pain management doctor who could facilitate an appointment with the manufacturer company because they were having a couple of issues with their interstim device. The patient said it had been turned off for 2 to 3 weeks and now it was doing what it was supposed to do, the patient was doing better with it turned off. The patient said the other issue was that the battery pack kept twisting like if they rolled over or if they got in and out of the car it would push into their body and twist. The patient said that it hurt and felt like a spring in their back. The patient said that they wanted the appointment at their pain management doctor because they had several back ablations to burn the nerves (not alleged to be related to the device/therapy,) they burned the nerves that controlled the bladder and the patient wanted to get the two of them together to figure out if that was why it was not working or if they were working against each other. The patient reported that they had had 8 ablations in the last 2 years and in the last 4-5 months, they had all 4 of them done. The patient said that the doctor doing the ablations knew the patient had the stimulator and told the patient that would not be a problem. The patient said the issue with the stimulator twisting, causing pain and not working started at an unknown date but noted that the battery pack had been doing that for months now. The patient said they were worried about c5 and c6 (their nerves that were causing the bladder issues, and they were also the nerves that were burned,) and they were still having problems on 2 ends. The patient repeated they were doing better now that their interstim was turned off. They repeated they wanted to work with their pain management doctor and when patient services redirected them to their interstim doctor, the patient said their urologist put them on 3 settings and they were not responsive to work with their urologist to figure out the nerve burning. Patient services offered the technical support phone number and recommended the patient ask their doctor to page a rep. The patient was redirected to their healthcare provider to further address the issue.